Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record was conducted for the reported product code/lot number combination with no relevant findings. There have been no previous reports for this product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that a regular tr band was applied after a radial procedure. It was reported that a hematoma started to form and after attempting to re-inflate the device, the staff noticed it was not holding air. They then removed the device and put a new tr band on which successfully held air. It was reported that the patient condition was stable and discharged. It was reported that the procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used tr band regular assembly was received for product evaluation. Returned components included the tr band regular assembly and tr band inflator. Gross visual analysis of the returned products found no blood-like substance on the device after decontamination. No gross visual anomalies were noted on the returned device. Functional testing was then performed by mirroring the test described in qa287 rev. 1 on the device. The tr band inflator supplied with the tr band was used to inflate the device with 18 ml of air. Digital pressure was then applied to the large balloon to observe if the top side and the superior and inferior sides of the balloon would touch under light pressure. Neither of the sides were able to touch when the light squeeze was applied. The tr band was then submerged under water and compressed again. No formation of air bubbles was observed along the seals of the large and small balloons or along the inflation balloon, inflation balloon valve or the inflation tube. An allen wrench was used to weigh down the device, which was left submerged for 2 hours. No air bubbles from micro tears were observed. The tr band was then removed from the water and left inflated in a plastic container for approximately 18 hours to identify is a slow leak was present. After the passage of time, the air remaining in the tr band was removed and was measured to be 18ml of air that was initially inserted during the testing without drawing to negative pressure. From the analysis performed, it was noted that the tr band was able to maintain air under the conditions set forth in qa287 rev1. No anomalies were found during the functional testing. The distortion of the tape on the of the tr band inflator did not offset the graduation lines but was likely for the user's own purposes and applied after the device was removed from the sterile package. No visual anomalies were found that affected the functionality of the device. The allegation could not be confirmed. Possible causes of the air leak that was reported would be related to over filling to the device. No conclusion can be drawn since no failure mode was found. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.